Event description:
It was reported that, "there was clicking sound in the hip and doctor examined in the office, took x-rays and decided to revise the patient."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.